Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred past 5 bd luer-lok¿ syringe plungers during use, and another syringe had high plunger movement resistance. The following information was provided by the initial reporter: syringe leaks backwards around plunger. Plunger has high resistance. Happens frequently.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch or material number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that leakage occurred past 5 bd luer-lok¿ syringe plungers during use, and another syringe had high plunger movement resistance. The following information was provided by the initial reporter: syringe leaks backwards around plunger. Plunger has high resistance. Happens frequently.